Manufacturer narrative:
The representative contacted technical services to ask questions about this device's timing cycles. The patient had a sinus event that fell into the programmed pvarp. The event was not tracked and an atrial paced event caused atrial tachycardia. The physician wanted to review timing and discuss an option to shorten the pvarp, and make rate response less aggressive (less atrial pacing at faster rates). The physician was concerned that this change would place the patient at risk for developing pacemaker mediated tachycardia (pmt). Technical services suggested that a retrograde conduction test should be performed. Technical services was informed that dynamic pvarp was programmed on. Subsequently, the representative contacted technical services to report that he was working with the physician and wanted to discuss an atr event that occurred just prior to an atrial tachycardia. Technical services discussed oversensing and sensor driven pacing as possible contributors to the event. Technical services discussed sensor driven pacing modifications or reprogramming that feature off. Subsequently, the local representative contacted technical services to review another atr episode. Following review, technical services discussed the episode involving far-field p-wave oversensing. The far-field p-waves were falling into cross-chamber blanking. The oversensing did not inhibit rv pacing. Technical services discussed options to mitigate the issue. The available information suggest that the device and lead system remain in-service.

Event description:
Boston scientific crm received information that this representative contacted technical services in (B)(6) 2010 to discuss an episode where the device atrial paced (sensor driven) during an arrhythmia simultaneous with the qrs complex. This caused a slight acceleration of the arrhythmia and changed the qrs morphology. Technical services informed the representative that pacing was due to accelerometer input and discussed the option of reprogramming the sensor off or making the sensor less aggressive (to prevent pacing). Other options included shortening the minimum avd to increase the va time or potentially decreasing the cross-chamber blanking period to allow the device to sense the ventricular event.